Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): (B)(6) 2015 (19:27): troponin I=2.49 ng/ml, upper reference limit 0.04. (B)(6) 2015 (06:39): ck=370 u/l, normal upper limit 308. (B)(6) 2015 (06:39): ck-mb=31.4 ng/ml, normal upper limit 3.6. (B)(6) 2015 (06:39): troponin I=8.30 ng/ml, upper reference limit 0.04. There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and angina, as listed xience alpine everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of the device. A review of the device lot history record did not reveal any nonconforming material records from this lot. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the 2.25x12 xience alpine stent was implanted in the right posterior descending coronary artery. After the procedure, the patient had chest pain, enzyme elevation and was diagnosed with a myocardial infarction; 10 mcg nitrate medication was administered. The chest pain resolved. No additional information was provided.